Event description:
It was reported the trach tube cuff had pinholes which leaked, while in use with a patient. The situation started with a slow leak which then increased to the point of no cuff inflation, causing the need for a premature tracheostomy tube change.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Cuff damage was found in three samples therefore the cuffs could not be inflated; the complaint was confirmed. The root cause of the reported issue was found to be manufacturing. Actions were taken to mitigate the reported issue: a corrective and preventative action has been opened to address the reported issue. No problems or issues were identified during this device history record review.